Manufacturer narrative:
This supplemental report is being submitted to report the device evaluation results. The customer returned the evis exera ii duodenovideoscope, lot number 2618895 for evaluation. The service request order information revealed that there was corrosion was found on forceps raiser and c-cover. This was found prior to using the scope. The instruction manual warns users ¿if the user handles the product as per instructions for use (IFU), the reported event is able to be prevented or irregularity is able to be detected. Inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. Inspect the guidewire-locking groove of the forceps elevator for stains.¿ the root cause was not identified. The potential cause for the corrosion found on the device is oxidization. In comparison to iron, stainless steel is less likely to become rust, but possibility of rusting of stainless steel is not zero. It is assumed that the iron contained in the stainless steel was oxidized, and the reported event occurred. Generally speaking, if the surface of stainless steel is stained or wet, it is liable to become rust. However, IFU of the subject model instructs the user to remove water completely from the device after cleaning and to store it under dry environment. The device history review (DHR) showed a manufacturing and quality control review was performed for the affected serial number without showing any non-conformities or deviations regarding the described issues.

Manufacturer narrative:
The device was returned to olympus for evaluation. The user¿s complaint of corrosion found was confirmed. The device was visually inspected and found corrosion on the forceps raiser and c-cover. The customer had found corrosion before using the scope and sent it in for evaluation. The scope had been repaired on (B)(6) 2020 and had not been used. This was due to workmanship failure. The listed part was replaced. The device was returned to full functionality and returned to the user facility.

Event description:
The user facility reported the device has rust all over the elevator after returned from service. The scope has been cleaned. There was no patient involvement. No additional information was provided.